Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) with an addition of an left ventricular (lv) lead. Upon opening the pocket, there was a large amount of puss/ infected bodily fluids coming out of the pocket. It was determined that the device pocket was infected. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.